Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter displayed an unknown message and would not turn on. The complaint was classified based on the customer care advocate's (cca) documentation. The pt said that the product issue began on one day earlier at 8:00 pm. After the issue began, the pt felt clammy and shaky. The pt took no diabetes treatment actions and received no medical intervention because of the lfs product issue. The cca noted that the meter batteries were replaced and the reported meter would not turn on. The product issue was not resolved. The meter, test strips, and control solution were replaced. The complaint is reported because the pt alleges she was unable to obtain a reading on the lifescan product and later felt clammy and shaky, typical symptoms of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.